Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, the stapling was not effective despite applying pressure. The staple line was incomplete. There was tissue loss and tissue deterioration in the stapling area. There was prolonged anesthesia time and the operating time was extended by more than 30 minutes. The hospital stay was also extended. A new stapler was used to complete the case.